Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue.  Through an evaluation of the electronic patient records from the device, the reported issue was verified to have occurred.  Physio replaced the system pcb assembly as a precaution and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, while attempting to deliver a defibrillation shock to the patient, the device lost power. The customer indicated that following the loss of power, the customer turned the device back on and continued care. The customer was then able to deliver additional defibrillation shocks to the patient throughout the remainder of the event. No additional event information has been provided to physio-control. The patient did not survive the event.